Manufacturer narrative:
(B)(4). Returned test strips evaluated with no defect found. Returned meter evaluated with defect found. Most likely underlying root cause of malfunction noted in the complaint: testing outside of recommended environmental conditions. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification.

Event description:
Consumer complaint of high control test results. Customer observed symptoms of blurry vision. Medical attention not required at time of the call on (B)(6) 2013. Control test performed during call on (B)(6) 2013 produced result of 63 mg/dl. Control test not within acceptable range of 30 to 60 mg/dl. Control level one lot # 3ac1b57 MFR's expiration date is 07/31/2015 and open date is not confirmed. No adverse event reported.